Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and analysis revealed that a lead integrity alert triggered. There was 1 - patient alert for lead failure predictor on (B)(4) 2011 14:00:02. There was also sensing - interference/noise, with the ventricular short interval count v-sic=167.0 counts avg/day, in 17.10 days, between (B)(4) 2011 11:30:18 and (B)(4) 2011 14:00:20.

Event description:
It was reported that via a monitor transmission, the lead integrity alert (lia) triggered for short interval count (sic) and non-sustained tachycardias (nsts) with short ventricle-ventricle (v-v.) There was uncertainty as to whether the lead impedance was abnormal, as the lead trend graph had a vertical line indicating lead warning. It was also reported there was a question regarding how the device senses if the lead is integrated bipolar, however, the electrogram (egm) states right ventricular (rv) tip to rv ring. It was further reported that the patient was instructed to stop using the transcutaneous electrical nerve stimulation (tens) unit. A repeat monitor transmission was completed which showed no more short v-v intervals and nst episodes. The device remains in use. No patient complications have been reported as a result of this event.